Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas during a cyst drainage procedure performed on (B)(6) 2022. During the procedure, post puncture, the axios stent did not deploy. The axios stent was removed from the patient partially deployed on the delivery system. Bleeding was noted on the puncture site. The puncture site was then closed with an ovesco clip and the procedure was cancelled. The patient was scheduled on a later date for another stent placement procedure. The patient was reported to be fully recovered. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
The axios stent and electrocautery enhanced delivery system has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.